Event description:
According to attorney's complaint: the patient underwent a procedure wherein a cook celect ivc filter was positioned and deployed in the infrarenal position. There were no complications. It is alleged that on or about (B)(6) 2010, the patient had a CT scan of the abdomen and pelvis with intravenous contrast wherein the filter was noted, no tilt, perforation or breakage was reported at this time. It is allegedly revealed several legs of the ivc filter protruded outside of the expected lumen of the ivc. It is alleged that on or about (B)(6) 2011, the implanting physician discussed the results of the CT with the patient informing that the decision to remove filter would be up to her. It is alleged that on or about (B)(6) 2011, the patient was seen by another physician who reviewed the CT scan of (B)(6) 2011. The physician allegedly informed the patient that the filter had perforated the inferior vena cava, and the struts of the filter were precariously leaning against the aorta, duodenum and spine. The physician's recommendation was allegedly to have the filter removed immediately. It is alleged that on or about (B)(6) 2011, implanting physician attempted to remove the cook filter using a snare technique through her right jugular vein. After several allegedly failed attempts of retrieval with the snares the physician aborted the procedure due to allegedly adherence of the filter to the inferior vena cava. It is alleged that on or about (B)(6) 2011, the implanting physician performed a retroperitoneal exploration via a right subcostal incision with exposure of the inferior vena cava and removal of the inferior vena cava filter. It is alleged that the patient was hospitalized for several days.

Manufacturer narrative:
(B)(4). Exact date of event is unknown but it is alleged that perforation initially revealed: (B)(6) 2010 and subsequently on (B)(6) 2011. Exact brand name is unknown but a cook celect ivc filter was allegedly used. Catalog#: unknown as information was not provided by reporter. Lot#: unknown as information was not provided by reporter. Expiration date: unknown as lot# is unknown. Unknown as lot# is unknown. Investigation findings: our investigation has been limited to the allegations in the claimant's attorney's complaint, because no device, imaging studies or hospital or medical records have been available to us, although requested. Consequently, based on very limited information we are not able to comment on the alleged filter perforation of the inferior vena cava and the alleged difficult filter removal. We can inform that instructions for use list damage to the vena cava, and vena cava perforation as potential adverse events. Such events have also been reported in the published medical and scientific literature. We can further inform that the celect vena cava filter can be utilized as either permanent or a retrievable device. Clinical data published in medical and scientific literature suggests that the celect vena cava filter may be successfully retrieved over long indwell periods, though it is well known that some are unsuccessful. Rpn and lot number were not provided and it has, therefore, not been possible to investigate device record history record. However, nothing indicate to us that the device was not manufactured according to specification. The exact root cause for the alleged filter perforation and the alleged filter removal cannot be determined based on the provided limited information. Monitoring of similar reports will continue.